Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) after the on-site inspection, problems were found with the screen (0160-00-0127), drive valve group (0104-00-0031), and power control board (0670-00-1162). After replacing the accessories, the equipment passed the pre-use inspection. The equipment passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site address & event site city, event site address - (B)(6). Event site city - (b)6). Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site address, event site city).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b5, g1, g3, g6, h2, h6 (impact code), h11

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) could not be charged, the screen was damaged and the high temperature alarm was on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) could not be charged, the screen was damaged and the high temperature alarm was on. There was no patient harm reported.